Manufacturer narrative:
Follow-up with hospital personnel on january 7, 1998 by manufacturer's application representative found that an extravasation did not occur as originally reported. According to the technologists, the physician panicked when trying to stop the injector. This does not explain the need for patient intervention- information is conflicting.

Event description:
During a contrast injection, an extravasation occurred. Hosp personnel said that they tried to stop the injection and could not. The pt felt discomfort and warm compresses were applied to the affected area.